Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a cracked battery area on the pump. Customer stated the pump stopped working on tuesday and she noticed the crack. Customer was receiving no delivery and failed battery test alarms. Customer was on multiple daily insulin and stated that the battery was not connecting and the pump was not delivering insulin. Customer's blood glucose level was 385 mg/dl. Customer's blood glucose level was 395 mg/dl today. Customer's blood glucose level was over 600 mg/dl overnight. Customer declined troubleshooting for no delivery, failed battery, and high blood glucose levels because it is due to the battery not making the connection and the pump not delivering insulin correctly. Customer treated with an injection. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.